Event description:
It was reported that during the procedure, the microcatheter (subject device) slipped out of position from the aneurysm and a coil was got caught on the tip of the microcatheter as well. The physician used a snare device to remove both the coil and microcatheter from the patient's anatomy and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the hub had been cut from the microcatheter (due to snaring removal) and there were some kinks noted to the distal section of the microcatheter. No other anomalies were noted. During functional inspection, the device was flushed and blood exited. There was resistance noted at the distal section where the kinking was noted, and the mandrel was unable to advance further. Based on device analysis, the tip of the microcatheter was noted to have been kinked. It is probable that the microcatheter was kinked during the clinical procedure causing the microcatheter to move out of its position within the aneurysm as the coil was being advanced through the kinked section of the microcatheter, causing the reported event. It is probable that the coil was caught on the tip of the microcatheter when it accidentally moved out of the aneurysm. Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Manufacturer narrative:
This is 3 of 3 reports.

Event description:
It was reported that during the procedure, the microcatheter (subject device) slipped out of position from the aneurysm and a coil was got caught on the tip of the microcatheter as well. The physician used a snare device to remove both the coil and microcatheter from the patient's anatomy and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.